Manufacturer narrative:
Conclusion: no device failure. The product was visually examined. The complaint was reviewed and analysis showed no trend. The device history record was also reviewed.

Event description:
Allegedly revised due to instability.

Manufacturer narrative:
Device #3:investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2011-0172, 00173.